Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. At the time of this investigation, the parts involved in this experience had not been returned. This investigation will only be updated if the receipt of the parts warrants a change in the level of the investigation and/or if the root cause/most likely underlying cause needs to be updated. Eng eval completed on 2020.06.05 by (B)(4). Lot# 126008002, mfg date for 09/14/2018, (B)(4). Findings: according to the information provided, the femoral extractors (2) broke under normal operation. (B)(4) investigation results identified the following: in the case of multi-piece construction, it was found that the weld on the extractor body was breaking. This allowed the component parts to disassemble the engineering print for the femoral trial extractor (02-029-219-1202 rev a) allowed for ¿single or multiple piece construction¿ (note 2). However, the print did not specify how to weld/assemble the device if multiple-piece construction was to be used. Corrective action taken: the design was updated to remove the option of multi-piece construction and only allow for single-piece construction. All existing inventory will be used as is. Refer to (B)(4) for additional details. Most likely underlying cause/root cause: the root cause investigation as part of (B)(4) found that the engineering prints of the device (truliant femoral trial extractor 02-029-19-1202-rev a) allows ¿single or multiple piece construction¿. However, the print did not specify with more details how to assemble the multiple pieces if multiple-piece construction was to be used. This ambiguity did not prevent the supplier from using a weak welding connection on that component which led to the observed failure. Based on the CAPA and crc, the broken device reported in (B)(4) was the likely result of an insufficient weld holding the multi-piece construct together, which allowed for component disassembly. IFU 700-096-181: instrument inspection ¿ visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. Most likely underlying cause/root cause: the root cause investigation as part of (B)(4) found that the engineering prints of the device (truliant femoral trial extractor 02-029-19-1202-rev a) allows ¿single or multiple piece construction¿. However, the print did not specify with more details how to assemble the multiple pieces if multiple-piece construction was to be used. This ambiguity did not prevent the supplier from using a weak welding connection on that component which led to the observed failure. Based on the CAPA and crc, the broken device reported in (B)(4) was the likely result of an insufficient weld holding the multi-piece construct together, which allowed for component disassembly.

Event description:
It was reported from the us that femoral extractors broke under normal operation. The wound was cleaned, and no broken pieces or parts from the device were left in the wound. This did not cause a significant delay. The patient was stable as they left the or. Multiple email requests were sent to the contacts for additional information. No additional information was provided by the contacts related to this event.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. At the time of this investigation, the parts involved in this experience had not been returned. This investigation will only be updated if the receipt of the parts warrants a change in the level of the investigation and/or if the root cause/most likely underlying cause needs to be updated. Eng eval completed on 2020.06.05 by (B)(4). Lot# 126008002, mfg date for 09/14/2018, (B)(4). Findings: according to the information provided, the femoral extractors (2) broke under normal operation. (B)(4) investigation results identified the following: in the case of multi-piece construction, it was found that the weld on the extractor body was breaking. This allowed the component parts to disassemble the engineering print for the femoral trial extractor (02-029-219-1202 rev a) allowed for ¿single or multiple piece construction¿ (note 2). However, the print did not specify how to weld/assemble the device if multiple-piece construction was to be used. Corrective action taken: the design was updated to remove the option of multi-piece construction and only allow for single-piece construction. All existing inventory will be used as is. Refer to (B)(4) for additional details. Most likely underlying cause/root cause: the root cause investigation as part of (B)(4) found that the engineering prints of the device (truliant femoral trial extractor 02-029-19-1202-rev a) allows ¿single or multiple piece construction¿. However, the print did not specify with more details how to assemble the multiple pieces if multiple-piece construction was to be used. This ambiguity did not prevent the supplier from using a weak welding connection on that component which led to the observed failure. Based on the CAPA and crc, the broken device reported in (B)(4) was the likely result of an insufficient weld holding the multi-piece construct together, which allowed for component disassembly. IFU 700-096-181: instrument inspection ¿ visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. Most likely underlying cause/root cause: the root cause investigation as part of (B)(4) found that the engineering prints of the device (truliant femoral trial extractor 02-029-19-1202-rev a) allows ¿single or multiple piece construction¿. However, the print did not specify with more details how to assemble the multiple pieces if multiple-piece construction was to be used. This ambiguity did not prevent the supplier from using a weak welding connection on that component which led to the observed failure. Based on the CAPA and crc, the broken device reported in (B)(4) was the likely result of an insufficient weld holding the multi-piece construct together, which allowed for component disassembly.

Event description:
It was reported from the us that femoral extractors broke under normal operation. The wound was cleaned, and no broken pieces or parts from the device were left in the wound. This did not cause a significant delay. The patient was stable as they left the or. Multiple email requests were sent to the contacts for additional information. No additional information was provided by the contacts related to this event.